Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. Subsequently, it was found that the cartridge was leaking from an unknown location. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 199 mg/dl.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.